Event description:
The customer reported that during an esophagectomy, an end tone, indicating a complete seal cycle, was provided by the generator in use but the device did not seal the intended tissue completely. A new device of the same type was opened and used to successfully complete the procedure and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.